Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Further information received indicating that this is a duplicate complaint of (B)(4); therefore, this is being rejected.

Event description:
Report of formal claim received from (B)(6) regarding pinnacle mom hip implants. No confirmation of revision received and no reason for potential revision provided.